Manufacturer narrative:
Of the 16 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture in the pumps. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a communication issue. These reports were received from various sources. The patients associated with this allegation ranged from 15-69 years of age and between 76 and 220 pounds. Of the reported patients, 8 were male, 8 were female, and were unknown.